Event description:
The nurse inserted the needle and advanced the catheter after seeing blood return. She was reaching to remove the tourniquet, and before she could activate the push button, the needle fell out of the casing. The nurse grazed her hand on the contaminated needle through her glove. There was a scrape, but no blood was drawn. The pt consented to blood work to put the nurse at ease. The nurse did not receive treatment and did not have blood work completed. The needle and casing were put in a sharps collector and the catheter remained in the pt.

Manufacturer narrative:
The sample was discarded, and therefore, is not available for evaluation. Additional info regarding this incident has been requested. If additional info is received, a supplemental report will be submitted. (B)(4).